Event description:
Consumer via e-mail stated that their oral-b toothbrush heads broke apart in a matter of days of replacing them. No injury was reported.

Manufacturer narrative:
31-aug-2021 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that their oral-b toothbrush heads broke apart in a matter of days of replacing them. No injury was reported.